Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure, while removing the lobe of the lung, the device would lock on tissue but would not fire. The surgeon was able to press the green button and squeeze the handle. They got multiple ones and the same issue kept happening. Sometimes it would fire for one reload, but not the next. They kept having to get new handles to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure, while removing the lobe of the lung, the device would lock on tissue but would not fire. The surgeon was able to press the green button and squeeze the handle. They got multiple ones and the same issue kept happening. Sometimes it would fire for one reload but not the next. They kept having to get new handles to resolve the issue in order to complete the case. There was no patient injury.